Event description:
It was reported that during a lap gastric bypass procedure, the stapler jammed. After being fired several times with the 6r45b, the device was stuck in the fired position. The surgeon had to pry the device open in order to remove it from the tissue. The device was part of a lap gastric bypass kit, code kbw36. The case was completed with a tsb45. There was no patient consequence.